Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The user facility reported that a blood leak occurred during treatment. The blood leak was reported to have looked like it came from the cap and that the cap may have loosened up during the treatment. The pt was 3 hrs and 58 mins into treatment. The blood loss was minimal with estimation to be "2 drops." Pt suffered no adverse effects as a result. Sample was discarded.